Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aorta aneurysm impending rupture using conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, the patient was coughing up blood and was transferred to the hospital. A dissection at the distal edge of the device was observed on CT imaging. A reintervention placing an additional stent graft with overlap of 20mm was performed. The patient tolerated the procedure. Reportedly, esophageal endoscopic results, showed no fistula formation. So it was concluded that the hemoptysis might have been attributed to the dissection and the reintervention was performed.